Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2/3 of their automated peritoneal dialysis therapy. Reportedly, a supply bag fell and became disconnected from the supply line of the homechoice set during therapy. The home pt then reconnected the supply bag to the supply line of the homechoice set and attempted to continue therapy. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was discontinued at that point. No pt injury or medical intervention was associated with this incident, per the home pt and home pt's nurse.